Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that female patient who underwent primary breast augmentation with two 375cc memorygel breast implant experienced bilateral rupture and right sided capsular contracture baker grade iii post procedure. As a result, patient underwent bilateral removal and replacement with two 375cc mentor memorygel breast implant on (B)(6) 2020. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/14/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During visual evaluation, the device was observed to be ruptured. Additionally an anomaly within the rupture was observed consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).